Manufacturer narrative:
The tibial component cannot be evaluated for rpt'd loosening and wear as it has nto been returned for evaluation but rather discarded at the hosp.

Event description:
Revision of tibial component due to loosening and poly wear down to the metal tray.